Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: UDI: updated to unknown , as the product was manufactured before 2015 and the UDI number submitted upon initial medwatch was incorrect.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant removed due to fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite® implant (nt411) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured/damaged at the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing conditions were noted on the per. The reported device had been placed on an unknown tooth location for approximately 4 1/2 years. X-ray or picture image was not provided. Document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Per the applicable IFU, it is stated that breakage may occur when device is loaded beyond its functional capability. DHR review was completed for the subject lot number (2014112043). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2014112043) and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.